Event description:
Pt was placed on the gambro revaclear dialyzer machine k6 and it was noticed that there was blood leaking in the dialyzer. The treatment was terminated prior to the blood fully circulating through the system. The patient was made safe and the nephrologist was notified.